Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Evidence of clinical use and evidence of blood and charred tissue were observed. The heater wire was flexed away from the hot jaw and remained attached. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use (cv000006799 rev a) with a reference cable and reference power supply (B)(4) at level 2.5. The device failed the pre-cautery test; it self-activated immediately upon connection to the power supply. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. The wiring was inspected for breaks in the circuitry. Continuity was available across the welded connections. The switch was activated manually while the device was connected to a power supply. The device self activated and remained energized while the switch was cycled 5 times. Based on the results of the evaluation, the reported complaint for ¿device remained activated¿ was confirmed. Specific actions for this failure mode are being managed and documented in the (B)(4) corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro remained activated without the trigger being engaged. The harvester noticed the unit was still producing the beeping noise indicating it was activated. The device was in the leg of the patient at the time. The harvester immediately disconnected the device from the power cord and removed the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Feb. 01, 2016 09:50 am (gmt-5:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro remained activated without the trigger being engaged. The harvester noticed the unit was still producing the beeping noise indicating it was activated. The device was in the leg of the patient at the time. The harvester immediately disconnected the device from the power cord and removed the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.